Manufacturer narrative:
(B)(4). Product evaluation: no analysis results available, device has not been returned for evaluation. Method: no testing methods performed.

Event description:
It was reported that when working on the intranasal bone the bur stem broke off. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.